Manufacturer narrative:
Product event summary #patient demographics- initials- (B)(6), gender- male, date of birth- (B)(6) 1944, weight- (B)(6) kg patient medical history- lumbar stenosis with neurological claudication, degenerative flatback, degenerative scoliosis pre-operative diagnosis- lumbar stenosis with neurological claudication, degenerative flatback, degenerative scoliosis procedure- ballast screws placed in s2 alar levels implanted- s2 alar date of implant- (B)(6) 2018 date of explant- (B)(6) 2019 device status- explanted-complete it was reported that on an unknown date, post-op, the implant broke. Hence on (B)(6) 2019, a revision surgery was performed. No fragments of the implant remaining in the patient body. Patient complications were unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent ballast screws placed in s2 alar due to lumbar stenosis with neurological claudication, degenerative flatback, degenerative scoliosis. Post-op, the implant broke. Hence on (B)(6) 2019, a revision surgery was performed to remove the broken implants. No fragments of the implant remaining in the patient body. No other patient complications were reported due to this event.